Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure performed on (B)(6), 2008. As reported by the patient's attorney, the patient underwent revisions of the lynx implant on(B)(6) 2016 and (B)(6), 2016 due to complications of the mesh. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Correction to field b1 adverse event/product problem. Block e1: this event was reported by the patient's legal representation. The physicians involved are: implant: (B)(6) revision: (B)(6) block h6: patient codes 2348 and 3191 capture the reportable events of mesh complications and revision surgery respectively. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
This event was reported by the patient's legal representation. The physicians involved are: implant: (B)(6). (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a procedure performed on (B)(6) 2008. As reported by the patient's attorney, the patient underwent revisions of the lynx implant on (B)(6) 2016 and (B)(6) 2016 due to complications of the mesh. Boston scientific has been unable to obtain additional information regarding the event to date.